Event description:
A healthcare professional reported that during the intraocular lens (iol) implant procedure, the haptic was in superman position. There was no patient harm.additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in b.2., b.5. And h.6. Correction: on initial MDR the product code should have been a040609 instead of a2201 based on information received following submission of the initial report, this event does not meet criteria for reporting as a (device malfunction / incident). No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received that the straight leading haptic was observed.